Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, proximal left anterior descending artery. Resistance was felt during advancement of the 3.25 x 15 mm nc trek balloon catheter to the lesion. On the third inflation to 15 atmosphres the balloon ruptured. Another same size balloon catheter was used to complete the procedure succcessfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). (B)(4). Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information: it was also reported that the device was prepped inside the patient. No additional information was provided.